Manufacturer narrative:
The catalog number, lot code, device description and reason for the revision were not provided. The device was reported as an unknown right knee. The sales rep noted that the details of this revision are not clear and the sales rep confirmed that the hospital would not allow him to access any of the patient's medical records to clarify the revision.

Manufacturer narrative:
An event regarding revision involving an unknown knee was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no patient medical records were available for review. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported by sales rep that patient had revision of right knee in 2001. Sales rep is unaware of the reasons. 09/17/2014: additional conversation with the sales rep indicated that the surgeon believed that the patient had a revision that took place in approximately 2001. It appears to have been stryker devices based upon the fact that the mrh femoral component was implanted at that time. The details of the revision are not clear.

Event description:
It was reported by sales rep that patient had revision of right knee in 2001. Sales rep is unaware of the reasons.(B)(6) 2014: additional conversation with the sales rep indicated that the surgeon believed that the patient had a revision that took place in approximately 2001. It appears to have been stryker devices based upon the fact that the mrh femoral component was implanted at that time. The details of the revision are not clear.